Event description:
It was reported that the user experienced repeated ¿scan unsuccessful¿ and ¿scan again¿ errors with a libre 3 plus sensor when attempting to pair and scan with the ilet mobile app and replacing the sensor and reinstalling the app did not resolve the issue after standard troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included user troubleshooting and software/app reinstallation guidance. Investigation of this case revealed scan failures consistent with sensor replacement criteria and a persistent inability to establish communication. It was concluded that the issue involved a suspected sensor malfunction affecting scanning and that the user was directed to the sensor manufacturer for replacement.